Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-may-03. It was reported that the catheter was completely explanted and replaced on (B)(6) 2017. It was indicated that the patient experienced decreased pain relief. It was also noted that a catheter dye study revealed no flow from the catheter during replacement on (B)(6) 2015. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. A catheter access port (cap) dye study was done as diagnostics/troubleshooting performed and it was unknown if it was done recently. Surgical intervention was taken to resolve the issue as the catheter was replaced. At the time of the report the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred) and the issue was resolved. It was indicated that it was unknown if the catheter would be returned. The drug involved with the event was reported to be morphine at a concentration of ¿15 mg¿ and at a dose of ¿4.5 mg.¿ the patient medical history was asked and would not be made available (legal/confidential reason). The patient weight was asked but would not be made available (legal/confidential reason). Other medications the patient was taking at the time of the event were unable to be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-apr-20 regarding a patient's implanted infusion pump containing unknown medication. The indications for use included non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2017, the patient's catheter was found to be fractured. It was unknown whether any environmental, external, or patient factors were thought to have led to the event. A dye study was performed and surgical intervention was planned for (B)(6) 2017. The patient's status at the time of report was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated. The situation was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.